Event description:
It was reported during an online interview that the patient experienced rectitis 24 hours after a water vapor therapy procedure (wave). The rectal area was near the middle lobe punctured during wave treatment, and no other inflammation was observed. On the same day of the procedure ((B)(6) 2024), the patient experienced rectal bleeding. The rectal mucosa was fragile. On (B)(6)2024, a biopsy was performed. The biopsy indicated degeneration and shedding of glandular ducts, formation of stromal exudate, clustering of foamy histiocytes, focal lymphocyte infiltration, and stromal cell infiltration. The histological findings suggest ischemic colitis. No malignant findings were detected.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported during an online interview that the patient experienced rectitis 24 hours after a water vapor therapy procedure (wave). The rectal area was near the middle lobe punctured during wave treatment, and no other inflammation was observed. On the same day of the procedure ((B)(6) 2024), the patient experienced rectal bleeding. The rectal mucosa was fragile. On (B)(6) 2024, a biopsy was performed. The biopsy indicated degeneration and shedding of glandular ducts, formation of stromal exudate, clustering of foamy histiocytes, focal lymphocyte infiltration, and stromal cell infiltration. The histological findings suggest ischemic colitis. No malignant findings were detected.